Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419388, implanted: (B)(6) 2003; 1688t, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to sensing integrity counter (sic), high/undefined pacing impedance, and noise resulting from a lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.